Event description:
It was reported that the customer's blood glucose was 109 mg/dl and the insulin pump was beeping/alarming button error and they were unable to clear the alarm. Caller stated that they removed the battery for 30 minutes, but when the battery was reinstalled the button error returned. Advised caller that the insulin pump will need to be replaced, to discontinue use of it and revert to backup plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. No audio anomaly or button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.